Event description:
It was reported that after a lavh procedure, the surgeon had to bring back the pt because of bleeding from a distal staple line. The pt lost an increased amount of blood. The pt was scoped and the area was clipped off without add'l consequence to the pt. The pt required no further medical intervention.